Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the right ventricular (rv) lead. The lead was repro grammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the diaphragmatic stimulation had continued. The lead was explanted and replaced. The proximal end of the defibrillation coil also appeared to be damaged.